Manufacturer narrative:
Investigation conclusions: we could not conduct a complete investigation because the used product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instruct the user to securely connect the active cord to the device handle and electrosurgical unit before using the acusnare. The instructions advise the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to difficulty with current application. The instructions for use directs the user to inspect the active cord prior to use. If an abnormality is noted, the instructions direct the user not to use the active cord. Prior to distribution, all acusnares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy/polypectomy procedure, a cook acusnare polypectomy soft snare was used. They checked, had current, and attempted polypectomy. There was no apparent current/cutting of the polyp. The doctor stopped using the snare and removed it. They marked the polyp for laparoscopy/removal via surgery to complete the originally intended procedure. Post procedure, the physician provided the following statements: initially coagulation [current] did occur but the snare did not cut through [burns without cutting], possibly due to the tissue hardness. The polyp was not too big as the doctor had completed polypectomy on larger polyp stalks. The doctor does not believe the snare was at fault. It is believed by the doctor the apparent failure of the snare was probably due to the polyp (pedunculated). A section of the device did not remain inside the patient's body. Other than a later scheduled laparoscopy/removal of the polyp via surgery to complete the originally intended procedure, the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution.